Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult to remove appears to be due to procedural circumstances (clip was caught in the chordae). The reported tissue damage was due to procedural circumstances. The reported patient effect of mitral valve injury tissue damage, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, but the clip got caught in chordae. Troubleshooting was performed and the clip was freed and deployed successfully. During removal of the cds, a small flail was noted on the anterior mitral leaflet. An additional clip was deployed to treat the flail portion of the leaflet. Two clips were implanted, reducing mr to 2. No additional information was provided.